Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 27-aug-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31432565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31432565) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and observed that the microcatheter was kinked / bent. The physician replaced the microcatheter with another 150cm x 5cm prowler select plus microcatheter (606s255x) and delivered the original stent to complete the procedure. There was no negative impact on the patient. On 31-jul-2025, additional information was received. Per the information, the procedure was targeting an aneurysm on the left anterior communicating artery. The target vessel was normal vessel tortuosity. Nothing was noted to be obstructing the microcatheter. Continuous flush was maintained. The stent used was a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612). There was no delay in the procedure due to the reported issue. Based on the additional information received on 31-jul-2025, the reported event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. Multiple kinks were found on the device from 0.5cm to 8.0 cm. These measurements were taken from the distal end of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire was inserted through the luer hub of the microcatheter and it was advanced; however, high resistance was met at the kinked areas. A review of manufacturing documentation associated with this lot (31432565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. The issue reported in the complaint is confirmed based on the kinks on the distal end and high resistance met while advancing the guidewire. It is suggested that the damages are the result of the rhv overtightening since according to risk documentation, the inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rotating hemostasis valve (rhv) or guiding / intermediate catheter or sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.